Manufacturer narrative:
Initial emdr is being re-submitted per request of FDA on 30-apr-2021. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2016. Note: there are total of three (3) devices associated with this product complaint. A separate 3500a form has been completed to for the other two (2) devices. On 16-feb-2016, the following information was received: the product manager and field staff confirmed that the end user used the irrigation port instead of the inflation port for inflating the balloon. An ICU healthcare provider at the user facility indicated the leaking substance was sterile water. It was also confirmed the balloon could not be inflated due to the leak and, as a result, could not be used in the patient (as it is unable to stay in place) or cause damage. The healthcare provider suggested "there was some sort of "puncture" in the balloon which caused it to leak". Another product was used without a problem in place of the leaking device. The user facility continues to use this product without any issues. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 24-feb-2016.(B)(4).

Event description:
The nurse reported that the fecal management system signal was leaking from the retention balloon and no patient harm occurred.